Event description:
It was reported that during set-up the navio system before case start found the problem on the screen showed "no signal detect" after turn on ups on the front cover. Then tried to check step by step again the switch on the back cover is on position, turn on ups on the front cover and check the light on navio computer but on the screen still showed "no signal detect". Case completed as manual procedure.

Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was not made available to the designated complaint unit. Thus, visual inspection could not be completed. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. Nevertheless, based on the description of the event, there is no indication of a product failure that could contribute to the reported complications the patient experienced during the surgery assisted with navio system. The complaint history found similar reports. This failure is an identified failure mode within the risk file. The navio surgical system surgical technique for total knee arthroplasty (500095 revd) provides instructions for setup of the monitor and recover procedure guidelines for recovery actions at different points of failure during the case. Functional inspection was completed by the regional product manager. It was determined that the hdmi cable had come loose. After the cable was removed and re-inserted, the system worked without issue. A relationship between the device and the reported event could be established.